Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down and would not power back up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device logs were sent to zoll medical corporation for evaluation. Review of the device activity logs showed no evidence to confirm the unit experienced any power related issues. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.